Manufacturer narrative:
Additional information and the incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during a hip prosthesis procedure, the end with bulb on aspi on/off had broken inside the patient. They are not sure if they got the part back. The customer further stated that another operation was not performed or necessary.